Event description:
It was reported the pt experienced discomfort during the scs trial period. Overall, the pt's trial went well and she will be receiving a permanent scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.